Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer suspected that the pump was not delivering insulin. Customer's blood glucose level was 275 mg/dl. Reportedly, the customer completed multiple supply changes to address the issue. Customer did not specify if the issue was suspected to be due to the infusion set or due to the cartridge/pump. Multiple follow up attempts were made to obtain additional information. However, the customer did not respond.